Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to greater than 10f and the evar procedure was completed. Post procedure, a third proglide device was used in conjunction with the two previously pre-placed proglide sutures to stop the bleeding. Reportedly, the footplate of the third proglide device did not retract completely. The proglide device pulled out of the groin with foot plate partially closed without resistance. No vessel damage was noted and the device came out as a single unit. Although the footplate of the third proglide device did not retract completely, the suture was successfully deployed and the knot was successfully advanced; however, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The difficult to open or close cannot be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the foot caught tissue and surfed distally causing the anterior foot to rest on top of the guide. In most situations, reopening the foot and reinserting the device until a mark is achieved and reclosing the foot will correct this condition. In certain situations, the foot can lock into this position, and the reopening of the foot cannot be achieved as the mechanism connecting the foot to the lever is pliable. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.